Event description:
We just got our free 4 pack of at home tests and they are expired, they expired on 8/26/2022. They are the roche diagnostic brand we did look up on the manufacturers site they extended use by date and got this. Regardless of this, they are expired and have about a month about them (maybe) on their website you can plug in the batch code and it gives me this. Lot number printed - use-by date, extended use-by date: 53k3343t1, 08/26/2022, 02/26/2023. You don't even have roche listed on your website to check extension dates. On their website is says "on october 14, 2022, the u.s. Food and drug administration (FDA) granted another three month shelf life extension to the pilot covid-19 at-home test distributed by roche. This authorization extends the test's shelf life from nine months to a total of twelve months." It would be nice if that information matched up. On their own website, it gives the extension of 6 months which doesn't also match up with what their websites says as an extension.